Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional experienced difficulty with infusion. The physician suspected occlusion. The device was removed and upon removal the physician confirmed a catheter fracture. The status of the patient is unknown.

Manufacturer narrative:
Additional information received from the complainant on 8/29/2018, associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the healthcare professional experienced difficulty with infusion. The physician suspected occlusion. The device was removed and upon removal the physician confirmed a catheter fracture. Catheter segment migrated to the heart. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI port with groshong catheter in two segments. A complete circumferential break was noted 10.8 cm distal to the cath-lock. The shape and texture of the break are consistent with catheter pinch-off, therefore, the investigation is confirmed for pinch off. The most likely root cause for pinch-off is use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the healthcare professional experienced difficulty with infusion. The physician suspected occlusion. The device was removed and upon removal the physician confirmed a catheter fracture. Catheter segment migrated to the heart. The status of the patient is unknown.